Event description:
According to the complainant, a cholangiogram performed on (B)(6) 2011 revealed a distal biliary stricture, which had been previously treated with a plastic stent. During the (B)(6) stent placement procedure, the plastic stent was removed, and a sphincterotomy was not performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a proximal biliary stricture on (B)(6) 2011. This procedure was conducted as part of the (B)(4) study. According to the complainant, on (B)(6) 2011, (B)(6) post stent placement, the patient presented with cholangitis, as evidenced by the symptoms of fever, chills, nausea, vomiting, left abdominal pain, epigastric pain and dark urine. The patient was treated with an unknown medication. On (B)(6) 2011, (B)(6) post stent placement, reintervention was performed. The patient underwent endoscopic intervention for sludge removal secondary to stent occlusion. Sludge was noted to be proximal to the study stent. The stent remains implanted. The event was reported to be resolved without residual effects.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.